Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons are sticking. The pt reported that the down arrow keypad button has been sticking for the past month or two. She confirmed that the keypad is intact; denied exposing the pump to moisture; and stated that she wears the pump on her waist.